Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife could see the edge of the lens, as well as shafts of light. The surgeon indicated the use of a viscoelastic which is not approved for this lens/cartridge combination. In a follow up, the surgeon reported the device did not cause of contribute to the event. The event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon indicated the use of a viscoelastic which is not approved for this lens/cartridge combination. Additional info was requested on 10/26/2010 and 11/16/2010 by phone, fax, and mail. A completed questionnaire was received on 11/17/2010. (B)(4).